Manufacturer narrative:
Additional information was provided by the patient; therefore, section b5 has been updated to reflect this.

Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis for two days. The patient had received a pod occlusion hazard alarm after wearing the pod for approximately 24 hours so had subsequently discarded the device. It was stated the patient had not worn a pod for over 48 hours however, they did utilise a back-up method of insulin delivery. No blood glucose levels were provided. The exact dates of hospitalisation were not provided. No information regarding treatment received was provided.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios: omnipod software app version: 2.0.4, operating system: 18.6, hardware: iphone17.2, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis for two days. The patient had received a pod occlusion hazard alarm so had subsequently discarded the device. No use of a backup method for insulin delivery was reported by the patient and it was stated they had not worn a pod for over 48 hours. No blood glucose levels were provided. The exact dates of hospitalisation were not provided. No information regarding treatment was provided.